Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the torn tip can be observed, with exposed wires. No other damage was noted on the device. A device history record evaluation was performed for the finished device lot number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and during the operation, after withdrawing the sheath from the patient, it was noted that the tip of the outer sheath had been damaged. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
During an internal review on 20-mar-2025, it was determined that the most applicable code for this event is material separation (a0413). Therefore, h 6. Medical device problem code has been updated. On 25-mar-2025, the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and during the operation, after withdrawing the sheath from the patient, it was noted that the tip of the outer sheath had been damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: visual inspection and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that one of the irrigation holes in the tip was broken, and internal parts were observed exposed. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history review was performed for the finished device number lot 60000521 and no internal action related to the complaint was found during the review. The damaged tip issue reported by the customer was confirmed. The potential cause of the broken tip could be related to the manipulation of the device and dilator during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).